Manufacturer narrative:
Multiple attempts have been made to try and follow up with the customer, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels over the past week, and wanted to know if the pump is working as expected. Troubleshooting could not be performed as the customer's pump was not available during the call. Tandem technical support advised customer's contact to have the customer call back and troubleshoot when pump was available.